Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient to be implanted with plates in an acdf for an unknown spinal indication. It was reported that two plates broke when compressing the plate. It was reported that there were 2 broken plates and they came in contact with the patient. There were no patient symptoms or complications as a result of this event. The plates were never implanted. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis of part # 6190042, lot # unknown - visual and optical inspection confirmed the plates have been damaged. The locking screws have been stripped and the expandable portion of the plates has broken. The plates locking screws appear to have been stripped due to torsional overload and the broken portion due to excessive force. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.